Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had been programmed to unipolar in the past due to oversensing. The lead will remain in unipolar and remains in use. No patient complications have been reported as a result of this event.